Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The lens was cleaned with klotho-related protein (klrp). The bent haptic relaxed into the original position after removal of the dried viscoelastic. The anterior center of the optic was scratched. The posterior optic surface has scratches near the optic edge. A qualified cartridge and handpiece were used. It is unknown if a qualified viscoelastic was used. The reported scratch damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure; after implanting the lens into the eye, doctor noticed a scratch at the middle of optic and he worried it will affect patients visual outcome since its a multifocal lens. The lens was explanted and replaced with same model and same power in the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (tfnt30-60) that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).